Event description:
Follow-up on 08/11/2016 from the nurse showed that the patient's increase in seizures was not related to vns and was due to chronic ear infections. She said that the reason for replacement was purely prophylactic therefore any mention of replacement will not be associated with the patient's seizures and there is no need for product return or analysis as it will not add any relevant information.

Event description:
Clinic notes were received on 06/01/2016 for patient battery replacement. The notes dated (B)(6) 2016 state that the patient was seen in office that day and it was noted that his seizures have increased greatly in the last couple of weeks and his parents are wondering if his vns is working as well as it was. The magnet still helps pull him out of a seizure but they are more frequent. His vns was interrogated and a systems diagnostics test was completed and found to be functioning properly. His battery is stated to be getting low even though diagnostics show it is not yet eri-yes. His parents want to be proactive and have this changed since his seizures have increased. The physician encouraged them to continue use of the magnet. Replacement surgery has not occurred to date.